Manufacturer narrative:
Test strip lot # 1020214149 expiration date: 6/2016 control solution lot # none. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova medical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomedical by the consumer's granddaughter that on (B)(6) 2014 the consumer was, "acting low and received low results." She reported that a consumer experienced a hypoglycemic event requiring medical and emergent foot intervention to help raise her blood glucose level. When the emt's arrived they performed a blood glucose test using their unknown brand of meter getting a result in the '20's'. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, control solution could not be performed because the consumer did not have any control solution. The meter and test strips will be returned for evaluation.